Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Download/pairing transmitter was performed and failed. A review of the share logs was performed and defective transmitter was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of signal loss over 1 hour is reportable based on customer¿s complaint was confirmed because transmitter failed testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.